Event description:
It was reported that after a stent graft procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the device could not be backloaded on a non-abbott guide wire due to strong resistance with the guide wire. An attempt was made to insert the proglide device over another non-abbott guide wire but difficulty was encountered. Strong force was applied to the guide wire enabling the guide wire to be inserted into the proglide device. Vessel access was maintained thorough-out the guide wire exchanges. The proglide device was used to achieve hemostasis. An attempt was made to insert the guide wire into the proglide once removed from the patient, but the guide wire could not be inserted into the proglide. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting a non-abbott guide wire into the device was not confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.